Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacture ref: 2182269-2021-00038. During a premature ventricular contraction ablation procedure in the right ventricle outflow tract, a cardiac tamponade occurred. During the procedure, ablations were performed with no pop heard or impedance changes. At the end of the procedure, the patient became hypotensive and felt dizzy. Fluoroscopy revealed the silhouette was not moving and an echocardiogram confirmed a perforation. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.